Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported a crack on the back of the pump. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery compartment side. After battery installation, a dim display was noted. While the displacement test was being performed, during motor rewind, the pump returned a pump error 3. Unable to perform the displacement tests due to the pump error 3 that occurs during motor rewind. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j6, j4, l7, l9, c56, components at the top of the board's back side; pcba2--j1, lcd flex cable terminal, j2. A known good pcba2 was plugged into pcba1 and then both boards were inserted into the case. In this configuration the unit booted up normally but the dim backlight disappeared. A motor test was also conducted, and the pump returned a pump error 3. An attempt was made to clean and scrape off the corrosion between some of the pins of pcba1 j4 using isopropyl alcohol. The motor was then able to rewind without returning a pump error 3. Finally the motor was then tested outside the pump, and it passed. In summary, the customer¿s report of a crack on the back of the pump was confirmed during testing. The dim display is due to the moisture damage on pcba2 j2, and the pump error 3 is due to the moisture damage on pcba1 j4. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that back of insulin pump was cracked. No harm was required during medical intervention. The insulin pump was returned for analysis.